Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that during placement of the right atrial (ra) lead, the stylet would not completely insert into the lead. The lead was removed and an alternative lead was placed. No patient complications have been reported as a result of this event.